Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both monitors, one of which was showing no picture. Both monitors needed to be replaced in order to match (led vs ccfl). The system was tested and verified as ready for use. Isi did receive the da vinci products that were replaced to perform failure analysis (fa) testing. The high-resolution stereo viewer (hrsv-3) monitor (serial no. (B)(6)) was analyzed. Fa was able to replicate the issue stated by the customer, loss of image on one eye. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed in a golden system, where the hrsv monitor displayed a solid black screen, replicating the reported issue. The complaint was confirmed based on the field evaluation and fa testing. The probable root cause of the loss of image is attributed to a display defect on the hrsv monitor. The second high resolution stereo viewer (hrsv-3) monitor (serial no. (B)(6)) was also analyzed. Fa was not able to replicate nor confirm the issue stated by the customer, loss of image on one eye. The unit was installed in a golden system and underwent 10 power cycles, with no related error codes triggered. The unit was left idle for 1 hour, and the image was clear and normal, as expected. The unit was found to be fully functional. The complaint was not confirmed based on the failure analysis. The probable root cause of the loss of image cannot be determined based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, post surgical port placement, user informed the technical support engineer (tse) that they experienced an issue on the previous day, where the right eye was black on one of the consoles. The user was unsure if the issue was with surgeon side console (scc)1 or scc2 but mentioned it was the console located in the corner of the operating room. The procedure was continued using a single ssc setup. No troubleshooting was performed. The procedure was completed with no reported injuries. Isi followed up with the customer and it was confirmed that after completing the procedure, troubleshooting per tse advice was performed via power cycle and the issue was resolved. The system and the ssc were used on subsequent procedures.